Manufacturer narrative:
The lot numbers and expiration dates were not provided for the electrodes. A field service engineer (fse) determined that the sipper nozzle knob had fallen off. The sipper nozzle knob was replaced, and all syringe and channel connections were checked. Sixty ise checks were performed and there were no issues. Both channels were successfully calibrated and precision testing was successful. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable na electrode (sodium) and cl electrode (chloride) results for 1 patient sample from the cobas 8000 cobas ise module (double). The initial sodium result was 130 mmol/l, and the repeat result was 143 mmol/l. The initial chloride result was 123 mmol/l, and the repeat result was 107 mmol/l. None of the questionable results were reported outside of the lab. The repeat results are deemed to be correct. The questionable results were repeated due to negative anion gaps.